Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6)2022, it was observed that the truespan 12 degree peek device did not deploy. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up edwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed that the sleeve was damage, and it was removed to see the condition of the implants, the first implant was partially deployed. Finally, the needle appeared to be slightly deformed. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying. It was verified that the pusher shaft tip is sliding out completely the applier needle. A manufacturing record evaluation was performed for the finished device lot number: 8l25297, and no nonconformances were identified. Based on the condition of the device, this complaint can be confirmed. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the implant, and when this occurred may have felt resistance. The condition of the sleeve could be related when is over penetrating the needle causing the silicon tube to move and damage; also, when the needle was leveraged, it may causing stress and a mechanical deformation. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwath, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned. Therefore, unavailable for a physical evaluation. However, photo was provided. Upon visual inspection, in the first picture could be observed, that the first implant was partially deployed, and the sleeve was damage. It is not clear the picture 2; since it shows, the same device after the manipulation from the customer. A manufacturing record evaluation was performed, for the finished device lot number:8l25297. And no nonconformances were identified. This complaint can be confirmed. The photos do not provide enough evidence to determine, root cause. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment, which have caused blocking insertion of the implant, and when this occurred may have felt resistance. The condition of the sleeve could be related when is over penetrating. The needle causing the silicon tube to move and damage. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion, use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. Once inside the joint space, remove the instrument. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.